Manufacturer narrative:
Discrepant results when repeated the test with the inratio meter. The results are as follows: 4.4, 3.5. Average 3.95, stdev 0.64, %cv 16.11. As per internal procedure if the %cv is 20 or less, the criteria is met. The product will not be investigated. The test was repeated within 35 minutes difference.

Event description:
The caller alleged discrepant results when repeated the test with inratio meters. The results are as follows: 4.4, 3.5.